Manufacturer narrative:
Returned device was received in fair physical condition with a cracked housing. No evidence of reported problem in event log was found. During the evaluation of the device, the pump displayed error code 1310. This error was cleared and the service alarm is due. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump presented with error 1310. There were no reported adverse events.